Manufacturer narrative:
Additional information was received on 07/17/2015 clarifying the complainants name and role. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information was received on august 26, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0211 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots along with one sample from lot#14fm0211 were tested by injecting 60ml of air in the balloon inflation port and observed for 10 minutes to see if there were any leaks or breaks. After 10 minutes the diameter of the balloon was measured and the one sample from lot 14fm0211 was outside the diameter by 0.34mm. The air was then removed from the balloon and 45ml of water was injected. No blockage, leakage or breakage was noted at the time of injection or after 24 hours. No previous investigations are available. After a thorough batch review, no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The complainant reports the flexi-seal signal fms retention balloon leaked 'at test before use.' The complainant further reports the fms was not used on a patient.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.